Manufacturer narrative:
The balloon ¿stayed blocked¿ in a non-cordis introducer. The balloon was unable to be removed from the introducer during the procedure. There was no reported patient injury. The device was stored and handled according to the instructions for use (IFU). There were no abnormalities noted when the device was removed from the packaging. The device prepped normally. There were no difficulties removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The physician removed both the catheter and the introducer and re-did the entire procedure. There were no kinks or bends noted when the device was removed from the patient. The balloon was able to be removed from the introducer. The procedure was reported to have lasted an hour and a half more than what was planned. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17551793 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system withdrawal difficulty - through guide/sheath¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcification or tortuosity may damage a balloon catheter. According to the instructions for use ¿do not advance or retract the catheter unless the balloon is fully deflated under vacuum. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received.  Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot 17551793 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported the balloon ¿stayed blocked¿ in a non-cordis introducer. The balloon was unable to be removed from the introducer during the procedure. There was no reported patient injury. The device was stored and handled according to the instructions for use (IFU). There were no abnormalities noted when the device was removed from the packaging. The device prepped normally. There were no difficulties removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The physician removed both the catheter and the introducer and re-did the entire procedure. There were no kinks or bends noted when the device was removed from the patient. The balloon was able to be removed from the introducer. The procedure was reported to have lasted an hour and a half more than what was planned. Additional procedural details were requested but are unknown.